Manufacturer narrative:
(B)(4). The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Event description:
It was reported by the hospital contact that the vrd (enc402300/ 10396414) prematurely deployed in the prowler select plus (details unknown) during withdrawal. After the prowler was positioned to the proximal end of the mca, the complaint vrd was inserted. The vrd was advanced without friction, but when it reached the bifurcation of the p-com and the ica, the prowler got migrated out of the position. The physician attempted to re-sheath the vrd. However, as the physician was withdrawing the delivery wire, suddenly the friction he was feeling became lighter as if the vrd was deployed. After the delivery wire was fully-recovered, it was confirmed that the vrd remained in the mc hub, and the proximal end of the vrd was visible from the hub. It was suspected that the vrd was deployed at about 5cm from the hub. Another enterprise with the same lot # was successfully placed instead, and the procedure was completed without further issues. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complained product has already been disposed. The procedure was the vrd-assisted coil embolization of an aneurysm at the patient¿s rt-ica c3, which was unruptured and saccular-shaped, and also was manifested internally. The patient¿s details such as sex, dob, and the tortuosity and calcification level of the vessels were not available. The maximum diameter of the aneurysm prior to the procedure was 4.0mm. The neck to sac ratio was 4.0:4.0mm. The proximal diameter of the parent vessel was 4.0mm, and the distal diameter was 4.2mm. Jailed technique was conducted for the embolization. A chikai black (asashi intecc, 0.018¿), a fubuki (asahi intecc, 5fr / sheath-less type), an excelsior sl-10 (stryker, 90°shape), and a goodtec y-connector (goodman, type unknown) were used for this procedure.

Manufacturer narrative:
It was reported by the hospital contact that the vrd (enc402300/ 10396414) prematurely deployed in the prowler select plus (details unknown) during withdrawal. After the prowler was positioned to the proximal end of the mca, the complaint vrd was inserted. The vrd was advanced without friction, but when it reached the bifurcation of the p-com and the ica, the prowler got migrated out of the position. The physician attempted to re-sheath the vrd. However, as the physician was withdrawing the delivery wire, suddenly the friction he was feeling became lighter as if the vrd was deployed. After the delivery wire was fully-recovered, it was confirmed that the vrd remained in the mc hub, and the proximal end of the vrd was visible from the hub. It was suspected that the vrd was deployed at about 5cm from the hub. Another enterprise with the same lot # was successfully placed instead, and the procedure was completed without further issues. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complained product has already been disposed. The procedure was the vrd-assisted coil embolization of an aneurysm at the patient¿s rt-ica c3, which was unruptured and saccular-shaped, and also was manifested internally. The patient¿s details such as sex, dob, and the tortuosity and calcification level of the vessels were not available. The maximum diameter of the aneurysm prior to the procedure was 4.0mm. The neck to sac ratio was 4.0:4.0mm. The proximal diameter of the parent vessel was 4.0mm, and the distal diameter was 4.2mm. Jailed technique was conducted for the embolization. A chikai black (asashi intecc, 0.018¿), a fubuki (asahi intecc, 5fr / sheath-less type), an excelsior sl-10 (stryker, 90°shape), and a goodtec y-connector (goodman, type unknown) were used for this procedure. The device was not returned for analysis, but device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Without the device, the reported event was not confirmed, but based on the information the event could be related to procedural factors. Additionally, the history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Therefore, no corrective actions will be taken at this time. (B)(4).